Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 170-180 mg/dl.